Manufacturer narrative:
The reported skiving issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2018-00403. During an atrial flutter and atrial tachycardia ablation, the non-abbott needle was advance through the introducer and skiving occurred. The introducer was advanced to the right atrial septum. The non-abbott needle was inserted without a stylet and was unable to be flushed. The needle was removed and was able to be flushed but the introducer was obstructed. The guidewire was attempted to be inserted with no resolution. The introducer was removed and replaced. The same issue occurred with the second introducer. The introducer was removed from the patient and tested. The non-abbott needle was forcibly inserted into the introducer and skived material exited the tip. The non-abbott needle was also occluded with the skived material. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of skiving and needle insertion difficulties was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿